Event description:
It was reported that prior to use it was noted the teflon coating of the supracore guide wires was peeling. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the dispenser coil resulted in the reported peeled / delaminated teflon coating, however this cannot be confirmed. The investigation determined a conclusive cause for the reported cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device mentioned in b5 will be filed under a separate medwatch report.